Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Unexpected return- separation at lower fitment.

Manufacturer narrative:
Correction: date of report.

Event description:
An unexpected return was received for an unspecified reason. A note attached to the product upon receipt stated the tubing was separated at the lower fitment.

Event description:
An unexpected return was received for an unspecified reason. A note attached to the product upon receipt stated the tubing was separated at the lower fitment.

Manufacturer narrative:
The customer's complaint of a separation at the lower fitment was confirmed. A number of dedicated primary sets and pressure rated extension sets were returned by the customer with a note on the bag stating ¿contaminated with hiv blood¿. Due to the potential for hiv exposure during receiving and investigation, it was decided by san diego customer advocacy that these sets would not be identified nor investigated. The customer¿s photo provided was evaluated and the reported event of tubing separation was confirmed. The separation was at the engagement of the pvc tubing to the lower fitment outlet port. The root cause was not determined as the set was not investigated.